Event description:
Legal papers received from portland; or attorney stating that patient received tkr in 1997 at the hosp. Suit claims depuy failed to instruct the surgeon on the correct surgical technique and the doctor has been guilty of malpractice. Revision surgery is anticipated; but has not been performed.